Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the protective part around the helium bottle and ECG/bp connectors had moved and blocked the purge tubing. The fse repositioned then performed preventative maintenance (pm) service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. It was noted that the iabp unit had worked for awhile and that after the iabp experienced the failure, the customer replaced the intra-aortic balloon (iab) with the same results. The patient was sent to another hospital and the customer was issued a loaner iabp unit. There was no patient harm and no adverse event reported.